Event description:
The facility reported an infuso.r. Pump with "syringe holder broken". The process step for this event is unknown. However, it is known to have occurred in the "surgery" department. There was no patient involvement, patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The customer reported problem of "syringe holder is broken" was confirmed during the sample evaluation. The cause of the problem was a broken syringe holder. Pump was sent for destruction. If additional relevant information is received a follow-up will be submitted.